Event description:
Related manufacturer report number: 1627487-2022-02927. It was reported that the patient had their ipg and system explanted on an unknown date. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Manufacturer narrative:
Correction: section d4 and d6a date of implant have been updated to the correct information.

Event description:
Additional information received indicates that the patient's system was removed in (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.